Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2008 and mesh were implanted. The patient experienced pain, erosion of internal tissues, and has undergone additional surgeries and revisionary procedures. No additional information is provided at this time.

Manufacturer narrative:
(B)(4). A review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Manufacturer narrative:
It was reported that the patient underwent a gynecological procedure and mesh was implanted along with concurrent colpopexy and cystoscopy due to sui and pop. It was reported that the patient underwent partial mesh removal in 2010 due to mesh extrusion and pain. It was also reported that the patient underwent a lap band procedure on (B)(6) 2010. Additionally, the patient underwent partial mesh removal and cyst removal on (B)(6) 2013 due to mesh extrusion and pain.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.